Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 499 mg/dl, which was treated with a manual injection of 15 units of insulin. The customer stated that the batteries had been out of the device for greater than the duration allowed by the insulin pump. The device had alarmed battery out limit. Upon troubleshooting, it was found that the insulin pump's display returned after the battery was replaced. Advised the customer to monitor the insulin pump. Nothing further reported.